Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all machines were in critical override mode. The technical support specialist (tss) connected to the server and ran the carefusion coordination engine (cce) services restart package on remote smart service, confirmed that messages were processing and stations were out of critical override. The case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were in critical override, and any new orders were not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the device manufacture date.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were in critical override, and any new orders were not showing up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.